Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reported that the catheter broke at the luer lock connection. The patient, a male neonate (B)(6), was reported to have had severe blood loss.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.